Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up on (B)(6)2017. Upon interrogation, the implantable cardioverter defibrillator exhibited far r-wave oversensing causing inappropriate automatic mode switching episodes and intermittent crosstalk causing non-sustained right ventricular oversensing (nsrvo) episodes seen on (B)(6) 2017. Programming changes were made; however, the patient would be brought back a month later to see how well changes addressed the issue. The patient presented to emergency room on (B)(6) 2017 experiencing symptoms of syncope and pre-syncope. Upon interrogation, the device exhibited episodes of nsrvo. These episodes appeared to show atrial pacing preventing a slow ventricular tachycardia from being sensed properly. Programming changes were made. The patient was doing well.

Event description:
New information noted that the patient presented to hospital on (B)(6) 2018. Upon review, the right ventricular lead showed ineffective anti-tachycardia pacing leading to high voltage therapy. Prior event of crosstalk and syncope, coupled by poor capture led the physician to decide image the lead. The lead was pulled back into the atrium. The lead was explanted and replaced on (B)(6) 2018 without complications. The patient would be followed up normally.